Event description:
It was reported that display issue occured. A rotablator rotational atherectomy system was selected for a percutaneous coronary intervention with rotablator. During platforming, it was noted that the burr was turning but there were no rounds per minute shown on the display. An unusual deep tone noise was noted. Upon pressing the dynaglide button it was observed that the rounds per minute in the display was visible. However, in normal rotablation mode no display was noted in the console. They checked all the connections and set up. Rotablation was stopped and the advancer and burr devices were discarded. There were no patient complications reported and the patient's condition was okay.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. The device was tested using a gold foot pedal and a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 73 krpm; the maximum turbine rotational speed reached was 225 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. The turbine rotational speed control is nonlinear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before a) the pressure gauge reading registers a drop in pressure and b) the rotational speed display registers a drop in rpms. In the case of this console, the rotational speed abruptly drops to 184 krpm from maximum of 225 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that display issue occured. A rotablator rotational atherectomy system was selected for a percutaneous coronary intervention with rotablator. During platforming, it was noted that the burr was turning but there were no rounds per minute shown on the display. An unusual deep tone noise was noted. Upon pressing the dynaglide button it was observed that the rounds per minute in the display was visible. However, in normal rotablation mode no display was noted in the console. They checked all the connections and set up. Rotablation was stopped and the advancer and burr devices were discarded. There were no patient complications reported and the patient's condition was okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).